Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak with sac growth. The most likely cause of the proximal loss of seal was the off label neck anatomy. There have been no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent, a suprarenal extension and an infrarenal extension. On (B)(6) 2017, endologix became aware of a type 1a endoleak. The patient is stable and has refused care. The patient is currently being monitored.